Event description:
While using a byte day aligners, patient reported that incisal edge of #8 chipped and their tooth will not adjust into place. Their lower teeth are still crooked, and they are at the end of their aligners. Requested additional information from the patient and if they are having pain or sensitivity related to the chipped tooth.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.